Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (5mg/ml at 2.278mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient was last refilled on (B)(6) 2018 and was now hearing an alarm every 10 minutes. The hcp reported the patient had not had an MRI and was not due for a refill until (B)(6) 2018. The patient was starting to have early withdrawal symptoms. The pump logs showed a motor stall on (B)(6) 2018 at 11:55. The patient was not in any new environments that he was aware. The pump was updated to minimum rate mode and the alarm was silenced. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-sep-14. It was reported that the patient was experiencing withdrawal symptoms, including nausea, "excruciating pain," "hurts at pump site," warmth at the pump site, runny nose/eyes, disorientation, "not doing well," and the patient was "curled up in a ball." It was noted the patient had an appointment with a neurosurgeon on (B)(6) 2018 to replace the pump. It was noted the patient was being treated in the hospital on (B)(6) 2018 for pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.